Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. This report is filed september 23, 2014.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient was treated with IV antibiotics (date not reported) due to infection and drainage at the incision site. The implanted device remains.